Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle got detached from the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was more than half the needle retained in the patient? No patient consequence. Was the needle fully retrieved? What tissue was the suture used on? Procedure name? Repair eventration, adhesiolysis, neurectomy, no additional info available. Events reported via: 2210968-2022-05866, 2210968-2022-05867, 2210968-2022-05869, 2210968-2022-05870 and 2210968-2022-05872.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/15/2022. H6 component code: g07002 - device problem not found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product revealed that two paper lids and two winding formers with a suture partially dispensed of product code fz318h were received for evaluation. Upon visual inspection of the returned sample, the needles were not received. The sutures were examined, and correct insertion marks were observed. As per returned conditions of the sample no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: one empty opened box, two sealed boxes with thirty-six packets ea., and thirteen packets of product code fz318h were returned for evaluation. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the condition of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area of the needles were examined, and it was observed that sixteen needles were cracked. In the other sixty-nine needles, no anomalies or breakage issues were noted. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one empty opened box, two sealed boxes with thirty-six packets ea., and thirteen packets of product code fz318h were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Events reported via: 2210968-2022-05866, 2210968-2022-05867, 2210968-2022-05868, 2210968-2022-05869, 2210968-2022-05870 and 2210968-2022-05872.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2022. H6 component code: g07002 no device problem found. H3 investigational summary: one empty opened box, two sealed boxes with (B)(4) packets ea, and thirteen packets of product code fz318h were returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the condition of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area of the needles were examined, and it was observed that sixteen needles were cracked. In the other sixty-nine needles, no anomalies or breakage issues were noted. As per the sampling plan, the functional test was performed on thirteen samples, to needle by resistance and met the requirements. Based on the information currently available, cracked barrels were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-05866, 2210968-2022-05867, 2210968-2022-05868, 2210968-2022-05869, 2210968-2022-05870 and 2210968-2022-05872.